Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. While testing the device, switches 3 and 4 were not functioning due to corrosion. Additionally, as noted in event, the coating material on the connecting tube was found peeling. There was a pinhole in the channel tube, causing a leakage. Corrosion was present on the control unit as well as the connector. The connecting tube had been deformed. There was a cut in the distal end. The angle wire was found worn and causing the ¿up¿ direction to be out of specification. The image was blurry due to a broken charged coupled device unit (ccd), and the forceps channel port was corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera bronchovideoscope because while preparing for a procedure, it was discovered that all of the switches on the device were not functioning properly. According to the initial reporter, this event was discovered prior to a diagnostic procedure and the intended procedure was completed, without patient harm, by using another device. During the device evaluation, it was discovered that the coating material on the connecting tube was peeling off. This report is being submitted to capture the peeling coating material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be concluded although it can be presumed that it may have been due to physical stress. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿. ¿important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿. Olympus will continue to monitor field performance for this device.